Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as developed spots of sore, broken skin under their breasts, from the rim of the cloth on the main band of the garment rubbing and digging in. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a antibiotic cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.